Event description:
It was reported a delay above 30 minutes since during final suture stage, the suture has been partially ruptured.

Manufacturer narrative:
The associated complaint devices were not returned for evaluation. However, photos were provided. The photo confirms the failure mode that the suture loops ruptured. It was reported that this failure occurred at the final stage of surgery. A review of complaint history on the listed parts revealed no prior complaints for their corresponding batches with the same failure mode. A review of the manufacturing records did not reveal any manufacturing abnormalities that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.